Event description:
Info received indicates when the head section is lowered, it will stop in the down position, but if you continue to activate the head down switch, the foot section will rise.

Manufacturer narrative:
After replacing the motor control board, the account replaced the foot motor to repair the bed.